Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device relative to an endovascular aneurysm interventional procedure. Reportedly, the proglide did not work. There was a small amount of unspecified patient harm that was being treated. Another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. Although the reported failure mode is unknown, the device was returned with the foot displaced from the guide, as observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of a specific failure mode reported, further clarification or femoral angiogram results provided, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.